Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The returned pump was visually inspected and no abnormalities were observed. The cause of the delivery issue was stenotic patient vessels. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. The impella 5.0 pump was impossible to advance beyond the subclavian, so an impella cp pump was used. There was no report of patient harm or medical intervention.